Event description:
A nurse reported the phaco power was poor during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, following a delay of less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
A company representative examined the system and could not duplicate the customer reported event. The system was then verified to meet specifications per service test procedures. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. Additionally, a review of the system's event log did not indicate any related system messages. The system met specifications, therefore, the root cause of the customer reported event could not be determined. (B)(4).